Event description:
Arthrex guide pin used during an acl repair. The guide pin was inserted into the tibia and loaded on the stryker drill wiht the femoral guide. The guide pin went into the tibia about 3/4" and the drill would not insert the pin any further. The guide pin was taken out with the drill and at that time it was noted that 1 1/4" of the guide wire were missing. This report is based on the preliminary info received by hosp wich hosp has not had the opportunity to investigate or verify prior to the reporting date. Hosp has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.